Event description:
It was reported that the patient is using magnet to stop vns stimulation at times because patient thinks that vns is triggering an asthma attack. Follow up with the physician's office revealed that the patient had reported about the asthmatic attack in 2009, but it took place in late 2008. Patient used the magnet to turn the device off and it helped her. The attack took place only once and has not repeated again since then. Physician did not want to allege vns at this moment since the attack happened in december and he never saw the patient when the event took place. Physician does not know if patient had pre-history of asthma prior to vns. Patient reported that asthma attack was because of vns and the cold weather made it worse. Physician does not know the severity of the event. As of right now, the device has been turned off. At the time of turning the device off, device diagnostics were within normal limits. No other intervention is taken right now.